Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had pain at the ipg site due to the ipg flipping horizontally in the pocket. Patient underwent surgical intervention on (B)(6) 2022 and the ipg was repositioned and anchored.